Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found the instrument was found to have a detached grip knob. As a result, the grip knob input disk became dislodged from the instrument chassis. The grip knob and the input disk were both returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of detached grip knob failure is attributed to device design.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm maryland bipolar forceps instrument had a rocking wheel which came off after disinfection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragment fall inside the patient. The patient demographics were not shared.